Manufacturer narrative:
The insulin ump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly.(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack in battery compartment. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.